Manufacturer narrative:
Service order report, #(B)(4), feedback: the service technician cleaned the instrument and tested the pump. All tests passed. The system checkout procedure was then successfully completed. (B)(4).

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e712 was conducted. There were no non-conformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or non-conformances related to the complaint were noted. Trends were reviewed for complaint category, flm leak. No trends were detected for this complaint category. The service order report is still pending. A supplemental report will be filed when the service order report is complete. This assessment is based on information available at the time of the investigation. The analysis of the returned kit, data key and photos is still in progress. A supplemental report will be filed when the analysis of the kit, data key, and photos is complete. (B)(4).

Event description:
The customer called to report a blood leak at the fluid logic module (flm) during a treatment. The customer stated that the patient was in stable condition. The customer reported that the treatment was aborted at the time of the leak. The customer requested service in order to clean the instrument and to evaluate the pump. On june 10, 2016, the customer stated that no alarms occurred during the treatment. The customer reported that the leak was discovered by staff during the reinfusion of the treated cells. Technical services was not able to reach the customer's internal biomed when the event occurred on (B)(6) 2016, but was able to reach the customer's nurse manager, who advised technical services that they would handle the service internally. When the company's territory manager observed and reported blood residue on a pump on june 29, 2016, technical service dispatched a field engineer to ensure that the service was completed properly. The kit, data key, and photos were submitted for investigation.

Manufacturer narrative:
The data key, photos and kit were returned for analysis. A review of the data key indicated that a leak centrifuge alarm was the first item in the event log, a sign that the operator was testing the leak sensor prior to the start of treatment. The end cycle key was pressed to end cycle #1 early. The end cycle key was also pressed in cycles #2, 4 and 6. The cycles #3 and 5 were completed without interruption as was photoactivation after the buffy coat collection had finished. The abort treatment key was then pressed after photoactivation was completed. A visual inspection of the kit noted some dried blood on the fluid logic module (flm) and around the ports at the top of the flm. The flm was pressure tested in order to check for leaks and a leak was confirmed at the joint between port #5 and the tubing for the plasma bag outlet line. The root cause for a leak of this nature is a manufacturing operator error during the tube bonding process. A CAPA was initiated at the manufacturing site in order to further investigate leaks at the tube to port bond on the flm. (B)(4).